Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the customer experienced a low blood glucose. Customer¿s blood glucose value was 39 mg/dl at the time of incident. Customer treated with glucagon for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose. Customer was not alleging the insulin pump for over delivery. Customer was advised to monitor the insulin pump and blood glucose. The device will not return for the analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08685 inches.